Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It is unknown whether the transplant was device/therapy related, and the device was not returned for evaluation. Review of the submitted log files confirmed that the system was operating as intended. No notable pump events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate ii lvas. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ of the IFU warn that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital with chest pains and shortness of breath on (B)(6) 2024. Log files were reviewed and found no unusual alarms or events. Additional log files were submitted on (B)(6) 2024 and revealed one transient low voltage and no external power alarm due to a double disconnect of both system controller power cables during a routine change from batteries to the mobile power unit (mpu). On (B)(6) 2024 the patient was transplanted.